Manufacturer narrative:
Date of event / date of explant are unknown.

Event description:
It was reported that the patient experienced an infection at the ipg and lead site. To address the issue, the entire system was explanted, the patient was hospitalized, and antibiotics were administered. The system was ultimately replaced on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.